Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was not working. The customer's blood glucose level was unknown. The customer claims that the auto mode was not working and they were getting high blood glucose when in auto mode and insulin pump works well if in manual mode. The customer declined troubleshooting. The device will be returned for analysis.